Event description:
Our office in a foreign country received information that a complete moistureplus user experienced a corneal ulcer (right eye) with anterior chamber reaction. No microbiology testing was performed. According to the opthalmologist: the patient is wearing colored lenses (freshlook), sold by an optician, without doctor check, without follow-up. The patient felt little irritation at the beginning, but continued wearing the colored lenses. Patient outcome as of 2007 : still ulcer para central on the right eye, lost of 3/10 of final visual acuity. Complaint unit has not been provided for evaluation purposes.

Manufacturer narrative:
Batch record review conducted; retain unit was submitted for chemical and microbiology testing. Batch record review performed : no deviation found. Retained samples tested : chemical and microbiology analysis results are within specifications. Complaint unit has not been received for evaluation purposes.